Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported that the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous peritoneal dialysis (pd) therapy manifested by vomiting, diarrhea and hazy pd effluent. The cause of the peritonitis was not reported. Due to peritonitis, the dosage for the steroid therapy (treatment for unrelated event) was reduced by the doctor (no further detail was provided). On the same day as onset, the patient was hospitalized for the peritonitis. On the same day, the patient began treatment for the peritonitis with cefazolin (dose, frequency and lot number not reported) and ceftazidime (dose, frequency and lot number not reported). One day later, the patient was treated for diarrhea with ciprofloxacin (dose, frequency and lot number not reported). At the time of this report, treatments with cefazolin, ceftazidime ciprofloxacin and unspecified steroids were ongoing. The dose of physioneal was increased to twice a day for antibiotic therapy. On an unreported date, extraneal therapy was discontinued. At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapy was ongoing. The patient remained hospitalized. No additional information is available at this time. This is report 2 of 3 involved in this event.